Event description:
It was reported that the medication doesn't flow out of the cassette. No patient was involved.

Manufacturer narrative:
Other text: additional information was received indicating that the affected item is cassette with non fs. The medication in use was fentanyl.